Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of three of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from one of the lines during use of a homechoice cassette that led to this alarm. Renal therapy services (rts) assisted the patient to remove the supplies and referred the patient to their peritoneal dialysis registered nurse regarding the incomplete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.